Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used? Was the device fired over an existing staple line or clip? Was buttressing material used? If yes, what product? Was there any damage to the tissue? If yes, how was this resolved? Were there opening difficulties with previous firings? Was there increase force to fire with this firing or previous firings? What color cartridges were used with the previous firings? Were there an unexpected noised heard? If yes, when?

Event description:
It was reported that during a lobectomy procedure, while advancing the third cartridge through a line of staples, the blade stuck at approximately the first 1/3 of the cartridge. The surgeon had to manually return the blade to its initial position. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b partially fired 1/16 was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the knife reached the most distal part of the anvil during firing, the knife returned to home position automatically. Please note if the device is fired into lockout, it may increase the force required to activate the bailout lever in order to return the knife to home. Further analysis indicates the device incorporates an older bailout assembly configuration. Examination of the crossover gear shows damage from bailout cam engagement on geartooth feature. This confirms the bailout lever was subjected to high force. The batch record was reviewed and no anomalies were noted during the manufacturing process.